Manufacturer narrative:
No report of patient involvement. The ge healthcare service representative readjusted the gas proportioning system, and the unit was returned to service.

Event description:
The ge healthcare service representative reported that during planned maintenance it was determined that the unit was able to deliver a hypoxic mix of gases. There was no report of patient involvement.